Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) pocket site. The patient underwent an ipg revision procedure wherein the pocket site was adjusted and then replaced. The patient was doing well postoperatively. The explanted ipg was disposed and was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.